Event description:
It was reported through a literature article that following implant, high capture threshold was observed on the leadless pacemaker. Additional details can be found in the literature article titled ¿the new screw-in fixation single chamber leadless pacemaker: a change of paradigm in the light of the initial real-world experience."